Event description:
It was reported that this was implanted in a child's femorial vein. After 2 months of use, product broke. Found end of catheter in bed. But the catheter was still in place in the pt and did not migrate or have any complications, other than broken and had to be replaced.

Manufacturer narrative:
The MFR has received the sample and is currently being evaluated. Results are expected soon.